Event description:
Related MFR # 2916596-2023-03214 and MFR # 2916596-2023-03216. It was reported that the patient had pump stops at home after bending down to put food into the oven. The patient had a known short to shield. The patient called emergency medical services and was taken to the hospital. The patient arrived with their pump on and continued to have pump stops while on battery power. The patient developed a controller fault alarm. The ventricular assist device (vad) coordinator could not review pump parameters, and the system controller would not transfer data to system monitor.. The vad coordinator attempted a system controller exchange with the patient's back-up controller. The controller was very clean and without any debris or concerns. Once the patient was hooked up to the new controller, the pump did not restart. The vad coordinator switched the patient back to their original controller in an attempt to restart the pump and was successful. The patient was able to manipulate the driveline when their pump stopped and could restart the device. A green arrow was illuminated on the controller that developed the controller fault alarm. On (B)(6) 2023, the patient underwent a heartmate ii to heartmate 3 pump exchange due to the known driveline damage and subsequent pump stops.

Manufacturer narrative:
Related MFR #2916596-2021-03795 onset of short to shield manufacturer's investigation conclusion the reported event of the controller developing a controller fault and not transferring data to the system monitor was unable to be confirmed. The heartmate ii system controller (s/n:(B)(6)) was not returned for analysis and remains in use. Per the provided information, log files were unable to be downloaded due to no data being received from the system controller. No additional controller exchange attempts were performed in order to resolve the issues. Of note, the patient has a history of shorts to shield that has worsened over time. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including controller fault alarms. Heartmate ii instructions for use, rev. C, section 2 entitled, ¿system operations¿ addressed the importance of having a caregiver present during a system controller exchange if at all possible, and that all labeling instructions are followed. The section instructs how to replace the primary running controller with the backup controller. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.